Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump stopped working was alarming motor error. Customer stated he would call back to performed troubleshooting. Customer called back, the device had been also alarming no delivery. Customer's blood glucose was 550 mg/dl, treated with manual injections. Troubleshooting was performed for motor error and no delivery. Customer was unsure if the device had alarmed motor position encoder error. The device alarm history was checked and no delivery alarm was only noted. He was sure he had seen the device alarm motor error. During troubleshooting for no delivery, fixed prime was performed insulin exited and then the device alarmed motor error. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.